Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker and valve stenosis are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the heart block could not be determined with the information provided by the authors. However, patient factors not reported and/or the mechanisms described above are likely contributing factors for the event. The cause for the valve stenosis and increased gradient could not be confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
After successful implant of a 23mm sapien 3 valve within a pre-existing surgical valve in the aortic position, the patient developed intermittent heart block and a permanent pacemaker was placed. Tte showed the mean aortic gradient was 25mmhg and was having ¿mild/moderate as¿. The patient tolerated the procedure well and was discharged on post-operative day 2.